Event description:
Rptr indicated that upon interrogation of the device, the pt's settings and the dates were not correct. The pt's settings showed 0ma for both normal model and magnet mode, with no other settings being altered. Attempts for more information are in progress.